Event description:
A customer observed potentially false (B)(6) anti-hbc (B)(6) on a single patient sample tested on the vitros 3600 immunodiagnostic system, when compared to a (B)(6) result from a non-vitros system. The customer obtained repeat "retest" results, which could have been interpreted as negative anti-hbc results by the customer. Biased results of the magnitude and direction observed could lead to inappropriate physician action. The potentially false (B)(6) anti-hbc results were not reported outside the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that potentially false (B)(6) vitros anti-hbc patient results were obtained. However, the sample generated repeat "retest" results which the customer may have interpreted as being (B)(6) for anti-hbc. The investigation could not determine a definitive root cause. However, an unknown sample interferent cannot be ruled out as a possible contributing factor.